Manufacturer narrative:
H10: the field service engineer (fse) performed pre-op check and was able to recreate the issue. The fse replaced the motor controller printed circuit board assembly (mc pcba) to resolve the reported issue. The device passed required performance verification tests and electrical safety test per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying an error code 111b (post) check vent: 35 v supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was also observed that there were multiple codes logged in the event log. 1118-5 v supply failed, 1105-check vent: alarm led failed, 1101-check vent: ventilator restarted, 111a-check vent: 24 v supply failed, 111b-check vent: 35 v supply failed, 1115-check vent: aux alarm supply failed, 110e-check vent: air flow sensor calibration data error, 1104-check vent: backup alarm failed. 24v on the pneumatic screen reads 48. 35v = zero. The rse recommend a power management (pm) printed circuit board assembly (pcba) replacement. The rse created a work order for field correction order and scheduled on site service for repair. The investigation is on going.

Manufacturer narrative:
The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the mc pcba into a pil ventilator to duplicate the reported issue. The mc pcba was tested, the failure was confirmed. The pil confirms the component under test is faulty and contributed to the problem described. The pil also confirms the likely cause is due to the failure of one or more components in the analogue to digital converter (adc) circuit. The pil observed a discernible signal being present at the input of the spi bus, and at the output of the adc circuit to the spi bus, however no discernible signal was observed internal to the circuit resulting in an unpredictable signal being passed to the spi bus from the mc pcba. Due to the position of the mc pcba in the spi bus, the failure likely contributed to or resulted in the diagnostic codes that indicate the data acquisition (da) pcba may be faulty.